Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a red, raised rash under the front therapy electrode pad. The patient's nurse applied an ointment on the rash. The patient also reported that his wife applied a cream to the rash. Follow-up indicated that the rash healed.